Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The patient went to the emergency room (ER) for treatment of the skin abscess containing pus that was noticed on 03/01/2020. Unspecified antibiotics were ordered and the patient returned home. At the time of the report, the patient was doing okay. No additional patient or event information is available.